Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant elevated tni result obtained on the dimension exl instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin (tni) result. Headquarters support center (hsc) has reviewed the information provided and instrument data. Tni quality control (qc) recovery was within acceptable ranges. No product non-conformance was found with the instrument or reagent. No other samples are shown to have been affected. The cause is unknown. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl system. The same sample was repeated and an elevated result was obtained and reported to the physician. A new sample was drawn and tested 3 hours later and a lower result was obtained. The original sample that had given the discordant falsely elevated result was repeated and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.